Event description:
Medtronic received a report that the patient was implanted with an additional pipeline. The patient was undergoing treatment for a saccular ruptured c7 aneurysm in the internal carotid artery with a max diameter of 11.1 mm and a 6.8 mm neck diameter. It was reported that multiple months after the initial pipeline implantation an additional pipeline was implanted because the image from around the neck to some parts of the head did not improve. It was noted that coil embolization was difficult. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien catheter, a phenom catheter, and a balloon catheter. Additional information was received. At the 36-month follow-up after the procedure, incomplete occlusion of the aneurysm was observed. Due to persistent visualization near the neck and partially within the dome, an additional pipeline device was placed. The cause of the incomplete occlusion remains unknown at this time. The lesion was a previously ruptured (non-acute phase) saccular aneurysm located in the left internal carotid artery c7 (communicating segment), measuring 11.1 mm with a neck diameter of 6.8 mm. Vessel tortuosity is not specified, as the event was identified during long-term follow-up and did not occur intra-procedurally. During the 36-month follow-up after the procedure, ¿retreatment due to incomplete occlusion,¿ which had been reported non-serious incomplete occlusion. No accompanying symptoms were reported. Date of onset: 2025/07/15. Causal relationship with the device or the procedure: cannot be ruled out. The outcome date was (B)(6) 2025 with the status recovered. Since retreatment was performed due to "incomplete occlusion", the presence of an adverse event at 36 months after the procedure was revised to "yes".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.